Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire remains in the patient. Device issue: separated guide wire. It was reported that during the procedure, the guide wire broke into two pieces as the lesion was heavily calcified. It is assumed that the separated portion remains in the patient. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils and on the core. The guide wire had separated 25 cm distal to the proximal end of the black polymer coating. The distal end of the separation including 5 cm of the core, coils and the tipball was not returned. The fracture face on the proximal end of the separation was jagged and uneven. The black polymer coating was slightly twisted 3 mm proximal to the separation. No other damage to the guide wire was noted. A laser micrometer was used to measure the maximum outer diameter of the guide wire. This met manufacturing criteria. The distal end of the guide wire was dipped in dye to confirm that hydrophilic coating was present. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem analysis showed that the guide wire had been excessively fatigued at the core and then separated from ductile overload. The cause of the fatigue is not described in the incident information and analysis did not identify why the guide wire was fatigued excessively. Historical information suggests that the most common cause of excess fatigue happens from leaving the guide wire prolapsed for an extensive time. Then the bend cycling from the beating heart accelerates guide wire fatigue. In this instance, there is no information about prolapsing the guide wire during the procedure; therefore, the cause of the fatigue is unknown. Since the sem analysis did not suggest any manufacturing related defects, and the device lot met all the manufacturing requirements, it appears that the separation is related to circumstances during the procedure and not a quality related issue with the guide wire. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.